Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Pump passed the dat test. Unit alarmed unexpected alarm during test after battery installation due to leaking voltage. Unit received with intermittent buttons due to corroded keypad traces. Unit received with cracked case at the display window corners, display window, battery tube threads and belt clip slot. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017, year with blood glucose of over 400 mg/dl. Customer did not mention symptoms related to high blood glucose. The customer was treated with manual injection and insulin drip. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump had an unexpected restart alarm and a keypad anomaly and troubleshooting has been performed and completed. The insulin pump was returned for analysis.